Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) was an attempted implant. Defibrillation threshold testing was performed and external rescue was required due to non-conversion as undersensing resulted in a delay in therapy greater than sixty seconds. A popping noise was heard when the charge was delivered and the impedance measurement was less than 20 ohms. Fluoroscopy did not show any electrode issues. A boston scientific engineer was able to review partial device logs for this device and the explanted device. The explanted device had normal weekly impedances; however, the measurement that was taken prior to replacement appears consistent with a short. It is suspected that the associated electrode may have surgical induced damage and it is possible that the conductors are going in and out of range due to an intermittent short. The electrode was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a real time x-ray was performed which confirmed burn marks and internal circuitry damage at the connection to the high voltage capacitors. The damage is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) was an attempted implant. Defibrillation threshold testing was performed and external rescue was required due to non-conversion as undersensing resulted in a delay in therapy greater than sixty seconds. A popping noise was heard when the charge was delivered and the impedance measurement was less than 20 ohms. Fluoroscopy did not show any electrode issues. A boston scientific engineer was able to review partial device logs for this device and the explanted device. The explanted device had normal weekly impedances; however, the measurement that was taken prior to replacement appears consistent with a short. It is suspected that the associated electrode may have surgical induced damage and it is possible that the conductors are going in and out of range due to an intermittent short. The electrode was surgically abandoned. No additional adverse patient effects were reported.